Event description:
It was reported that at implant, the lead exhibited no output and loss of capture in the bipolar mode. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.